Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarmed button error. The customer's blood glucose reading was 419 mg/dl at the time of incident. Troubleshooting explained alarm to customer and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting as pump was not functional.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive down button due to moisture damage on the keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.